Event description:
Boston scientific received information that this pacemaker (pm) was unable to be interrogated. Attempts were made to use a different programmer, and change rooms, but interrogation was still unsuccessful. There were no adverse patient effects reported.

Manufacturer narrative:
This pm remains in service. At this time there is no additional information. Should additional information become available this report will be updated.